Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by chemical stress from reprocessing not recommended by IFU and/or stress from inferior storage environment. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the finding documented in b5, the additional evaluation findings are as follows: universal cord had deep scratch, a rubber adhesive was chipped, number of uses (55). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the insertion tube had coating peeling of 1mm2 or more. This report is being submitted for the reportable event found during evaluation. There was no patient involvement.